Manufacturer narrative:
Motor error alarm during rewind due corroded motor home switch. Unable to verify for pump bolus history anomaly or alarm due to constant motor error alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and protruded/loose drive support disk.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 329 mg/dl at the time of the call. The customer stated that they were unable to give themselves a bolus. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.